Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested on coaguchek xs meter with serial number (B)(4). The patient initially had a result of >8.0 inr when testing on the meter. One hour later, a sample from the patient was tested using the siemens innovin method, resulting as 3.5 inr. Four hours later, the patient was tested again on the meter, resulting with a value of 7.8 inr. The patient was also tested with the siemens innovin method, resulting with a value of 4.5 inr. The results from other patients were said to compare closely to the siemens innovin method when tested on the same meter. The patient is not on heparin therapy or direct thrombin inhibitors. The patient does not suffer from antiphospholipid antibodies, but is hypoxic. The patient's therapeutic range is 2.0 - 2.5 inr. The patient is tested once per week as needed. The patient has not changed or missed medication dosage. The nurse is not aware of any changes in normal vitamins and supplements. There was no treatment provided to the patient based on the meter results. The patient was not adversely affected. The customer's product has been requested for investigation and replacement product has been shipped to the customer. Relevant retention test strips (lot 139818-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.

Manufacturer narrative:
The customer did not return the product, therefore no further investigations could be performed. No information was provided in the complaint case that would point to a cause for the result discrepancy or the error messages. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.